Manufacturer narrative:
The t:flex pump user guide indicates that the cartridge needs to be filled with at least 145 units to ensure there is sufficient insulin available for delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent minimum fill messages when attempting to load multiple cartridges onto the pump. Reportedly, on most occasions, the customer filled the cartridge with 120 units of insulin; however, on the most recent occurrence the customer filled the cartridge with 400 units of insulin. Subsequently, for previous occurrences, the cartridge had been under-filled. The customer reported blood glucose levels ranged from 80-210 (mg/dl); however, during the most recent occurrence, the customer's blood glucose level was 290 mg/dl. To address the bg level, the customer delivered a correction bolus. The customer loaded a new cartridge successfully and resumed insulin delivery.